Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error during the rewind process. The blood glucose reading was 206 mg/dl. The customer stated that the inside of the reservoir smelled like insulin, and she believed that this was what may have caused the issue. No fluid was found in the insulin pump. No other significant details leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.